Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The device's color display cable was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display was intermittently distorted and no clinical data could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.